Event description:
It was reported that the tps micro driver ran in safe mode during a routine maintenance visit: no adverse event was associated with the device.

Manufacturer narrative:
The customer has declined to return the product at this time. If the product is received and further info is provided a f/u report will be submitted.